Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: no activity related to alleged issue was observed in the pump's black box or alarm history. The rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The piston was able to rewind and advance fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston was not fully retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.